Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a generalized recurring product concern in which the male luer is unable to be disconnected and becomes stuck inside the valve or the female luer of the mating device that it is connected to. The nursing staff have resorted to attempting to remove the tubing set from the patient while using hemostats only to have the male luer break off. The second patient example provided by the customer reported that when the nurse was changing the infusions, she was unable to get the two tri-fuse tubing sets to separate from one another. The nurse attempted to use hemostats to disconnect the two sets, but the tubing separated and the male luer remained stuck. There was milrinone and heparin infusing at the time. There was no patient harm.

Event description:
The customer reported a generalized recurring product concern in which the male luer is unable to be disconnected and becomes stuck inside the valve or the female luer of the mating device that it is connected to. The nursing staff have resorted to attempting to remove the tubing set from the patient while using hemostats only to have the male luer break off. The customer further states that they do not use alcohol on the male luer when they connect the sets together. The nurse will prime the set with the fluid that will be delivered and then connect the syringe to the set and prime until the fluid exits at the male luer with the duct cap still attached. This is also done for dextrose as well. Before the nurse connects the male luer to an open female luer, the nurse will use a prefilled syringe to place saline into the female luer before connection to ensure that an air bubble is not introduced. The second patient example provided by the customer reported that when the nurse was changing the infusions, she was unable to get the two tri-fuse tubing sets to separate from one another. The nurse attempted to use hemostats to disconnect the two sets, but the tubing separated and the male luer remained stuck. There was milrinone and heparin infusing at the time. There was no patient harm.

Manufacturer narrative:
The customer¿s report of difficulty disconnecting sets and the tubing then separating was confirmed. Visual inspection under magnification showed heavy tool marks and damage on the mating connected luers. A sufficient amount of solvent was observed at the tubing engagement. Functional testing was not performed since visual inspection of the sample confirmed the customer¿s report. The root cause of the separation was the external application of force during the attempt to disconnect the sets. The cause of the difficulty disconnecting was not identified but may be related to over-tightening during connection and/or dried alcohol or infusate which can fuse the connecting luers together.

Manufacturer narrative:
Concomitant medical products: (2)bbraun caresite nfv; pre-filled syringe; (2)extension sets. The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported a generalized recurring product concern in which the male luer is unable to be disconnected and becomes stuck inside the valve or the female luer of the mating device that it is connected to. The nursing staff have resorted to attempting to remove the tubing set from the patient while using hemostats only to have the male luer break off. The customer further states that they do not use alcohol on the male luer when they connect the sets together. The nurse will prime the set with the fluid that will be delivered and then connect the syringe to the set and prime until the fluid exits at the male luer with the duct cap still attached. This is also done for dextrose as well. Before the nurse connects the male luer to an open female luer, the nurse will use a prefilled syringe to place saline into the female luer before connection to ensure that an air bubble is not introduced. The second patient example provided by the customer reported that when the nurse was changing the infusions, she was unable to get the two tri-fuse tubing sets to separate from one another. The nurse attempted to use hemostats to disconnect the two sets, but the tubing separated and the male luer remained stuck. There was milrinone and heparin infusing at the time. There was no patient harm.